Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that on an unknown date, post-op, a 10 mm tip screw had broken in s1. Fragment of the implant remained in patient. Patient complications were reported unknown.